Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump esc keypad button is not responsive and is very hard to press. Customer does not recall any significant events leading to the error. Customer's blood glucose was 347 mg/dl at the time of incident. The customer was advised that the device would be replaced and to return the product for analysis. No further information was given.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump received with intermittent button response due to flattened express bolus and esc button dome switch. No unlocked lcd keypad connector. The insulin pump received with minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip.